Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a computer usb port. Reportedly, the alert cleared and the pump successfully began charging after leaving the laptop plugged into a power source. Additionally, it was reported that a cartridge alarm (cartridge alarm 1) occurred after customer accidentally pulled the cartridge off pump. Customer reloaded the cartridge and resumed insulin delivery. Customer¿s blood glucose value ranged from 143 mg/dl to 170 mg/dl.